Manufacturer narrative:
The probe has not yet been returned to neuwave for evaluation. The probe lot history records were reviewed and all manufacturing criteria were met for both probes. Additionally, the system logs were evaluated. No temperature errors were detected. All measured temperatures on both probes were at levels normally expected during an ablation procedure. No probe or system malfunctions were detected. If the probes are returned to neuwave, a follow up report will be submitted with the results of the investigation.

Event description:
A physician used the certus 140 and two 20cm pr 15 ga probes in a laparoscopic, ultrasounded-guided mwa of a 3cm hcc. Physician inserted 2 pr20cm probes through the skin at approximately 1.5 cm spacing. Probes were in parallel to organ and inserted to an approximate depth of 5cm. Approximately 10cm of the probe shafts were exposed between the liver and abdominal wall. There was approximately 5cm of probe shaft outside the body. Power was set at 65w x 10 minutes. Ablation cycle was initiated. The temperature displayed on the certus 140 reached approximately 130c within 4 minutes. At about 7 minutes elapsed, physician noted that probe shafts were "very hot". 5 more seconds elapsed after noting this and he ordered the ablation stopped. Physician noted a skin burn of 1.3cm diameter at skin insertion site. Physician was satisfied the lesion was thoroughly ablated and removed the probes. Physician reinserted probes through a new skin site and proceeded to burn a second 3cm lesion. Power and time was set 65w for 10 minutes. Shaft heating was monitored by touch but was found to stay cool throughout second ablation cycle. No information was provided to neuwave about the treatment of the reported skin burn.